Event description:
The hospital reported a piece of the device fell into the pt during a procedure. The piece was immediately retrieved and the procedure was completed with the use of another similar device. There was no allegation of harm.